Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture and "silicone laden lymph node". The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture, and "silicone laden lymph node". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified encapsulation (50-100%), deformation, and the weight the device within specification. Cloudiness color and voids were observed after autoclave cycle. Based on the device analysis the final assessment is no openings were observed in the device or issues related with the complaint of rupture.

Event description:
Device was explanted.